Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for non-malignant pain and chronic low back pain. It was reported that the pump was not sitting flat in the patient's abdomen. It appeared to have been manipulated manually, leading to irritation along the scar from the implant incision. The entire system, including the catheter, was explanted due to suspicion of twiddler's syndrome and infection. During surgery, few white blood cells and no bacteria was noted on a gram stain. The onset of the suspected infection and pump not sitting flat was unknown. It was also unknown what diagnostics occurred. The patient was considered to be "alive - no injury". Additional information has been requested regarding the drug in the pump, including dose and concentration; the patient's medical history and concomitant medications; the date of onset of the issue; diagnostics performed; and patient outcome, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a healthcare professional. The pump was used to infuse fentanyl 1500 mcg/ml at 299.8 mcg/day and bupivacaine 2 mg/ml at 0.3997 mg/day. The other medications the patient was taking at the time of the event included dilaudid, butrans, flector, and percocet. The patient's pertinent medical history includes low blood pressure (lbp), failed back surgery syndrome (fbss), gastric bypass, and allergies to adriamycin. The issue first started "after" (B)(6) 2015. The diagnostics included a complete blood count (cbc) and antibiotics. It was unknown how the patient was doing at the time of report.

Manufacturer narrative:
Analysis of the (B)(4) found no anomaly. Conclusion code was updated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.